Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor made a "weird sound and keeps going back to the wearable defibrillator screen". The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (constant resets) has been confirmed. Upon eval it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement monitor.